Event description:
It was reported that a patient underwent a cardiac ablation procedure with a decanav electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a ¿break¿ in the catherter¿s shaft. It was initially reported by the customer that when the decanav electrophysiology catheter package was opened, it was bent so the catheter was discontinued from using due to shape defects. They replaced the catheter resolved the issue. The customer's ¿bent¿ issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found the shaft was bent and broken on the distal area. These findings were reviewed and assessed the issue of a ¿break¿ in the shaft as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed. A visual inspection was performed following bwi procedures. According to the provided picture by the customer, the shaft was observed bent. However, during the visual inspection of the device, the shaft was observed bent and broken on the distal area. It is important to note that the photo provided by the customer does not show the entire shaft, therefore it would not be seen if the shaft had been broken since it was sent. For the broken condition, a manufacturing investigation was performed, and it was concluded that the potential cause of the bent shaft condition could not be determined due to the broken condition observed on the distal part. Therefore, the root cause of the issue is not related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent condition reported by the customer was confirmed, however, the potential cause of the damage along the shaft could not be determined, it could be related to handling of the device but, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. The broken shaft with components exposed issue identified during the analysis is an issue unrelated to the event reported by the customer. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).